Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: the complaint states: ¿it was reported that the cement (p/n: (B)(4).was hard to use during bha surgery on (B)(6) 2019. It seemed that it was a lack of negative pressure and because of that the monomer did not flow into the syringe smoothly. Thus, the surgery was completed within a 30 minutes surgical delay and there was no adverse consequence to the patient. No further information is available.¿ the failed device was returned for investigation ¿ see attached ¿(B)(4) photos.pdf¿. The barrel of the vacu-mix system contained mixed cement with pockets of loose, unmixed powder throughout. The mixing handle was examined. The plug at the top of the handle is inserted to keep the vacuum after the monomer has been delivered; in this case the plug is not flush and may have prevented vacuum. The handle shows signs of considerable force being applied at an angle the outer base of the handle has a fracture and a hole from displaced material. The inner shaft of the handle has also sheared. The damage to the handle is not included in the complaint description. The relationship of the damaged handle to the complaint description cannot be determined. In order to set up properly for mixing, the handle should be pushed down into the mixing barrel before the liquid monomer is added. In this case it is probable that the monomer has been added while the handle is not in the correct position and the blades of the mixing paddle were left sitting above the cement powder and the vacuum has not affected the liquid intake as it should when properly used. Diagrams 3 to 6 on the IFU show the correct method of setting up the mixing system (see attachment (B)(4) IFU-0630035 rev c.pdf. Dva-104409-fde rev 10 was reviewed for this failure mode. Lack of monomer flow, lack of vacuum, fracturing of the parts of the handle are all included as potential failure modes. See attachment ¿(B)(4) extract from dva-104409-fde.pdf¿. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lack of negative pressure and because of that the monomer did not flow into the syringe smoothly.